Event description:
Patient underwent cataract surgery on 07/09/97, and implantation of a staar model aa-4203vf intraocular lens. However, the doctor stated that after lens insertion he noticed that the posterior capsule was torn. The lens was removed and a vitrectomy was performed. Another lens style was implanted.